Event description:
It was reported the patient received a display showing a "call your doctor" icon with an out of regulation (oor) condition when he tried to turn his deep brain stimulator (dbs) off the night before. The patient was also not able to adjust stimulation. It was indicated the patient fell in (B)(6) and hit his head. Since then the patient had trouble physically with the stimulator. The "stimulator was adjusted" but the stimulator was still not working. It was noted "one of the wires was bent when the patient fell." The patient was able to clear past the oor screen. The patient was referred to another healthcare provider to clarify the issue with the lead since it was "probably damaged" after the fall. No symptoms or outcome were provided regarding this event. Additional information could not be obtained at the time of the report.

Manufacturer narrative:
Concomitant medical products: product ID 3387s-40, lot# v798534, implanted: (B)(6) 2011, product type: lead; product ID 3387s-40, lot# v798534, implanted: (B)(6) 2011, product type: lead; product ID 37085-60, serial# (B)(4), implanted: (B)(6) 2011, product type: extension; product ID 37085-60, serial# (B)(4), implanted: (B)(6) 2011, product type: extension; product ID 37642, serial# (B)(4), product type: programmer, patient; product ID 37092, lot# 290630001, product type: accessory. (B)(4).